Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Confirmed with mammogram. And exchange from textured to smooth, due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
Healthcare professional reported right side rupture confirmed with mammogram and exchange from textured to smooth due to the concerns of the product. Device has been explanted and replaced.